Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime/fill anomaly noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced prime/fill anomaly. The customer's blood glucose value was unknown. The customer stated that the pump would not prime the reservoir. The customer stated that the pump was stuck in the prime/rewind loop. The customer did not want to complete troubleshoot. The product was not returned for analysis.